Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, error test, occlusion test, prime/ test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 199 mg/dl. The customer did not recall any significant events leading up to the motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.